Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel and auxiliary channel were flushed with aniosyme x3 detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, and instrument channel port and distal end/areas around the elevator were manually cleaned with aniosyme x3 detergent and abs bolton medical brushes (ref. An1865023). The scope was not manually disinfected. The aer used was a soluscope 4 along with soluscope c detergent and soluscope p disinfectant. The scope was stored in a storage cabinet without a drying function. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera iii colonovideoscope. The channels tested positive for greater than one hundred (100) colony forming units (cfus) of enterobacter cloacae. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted including: leakage from scope cover, insulation failure at distal end, light guide lens cracked, distal end cap cover cracked, bending section rubber glue scratched, insertion section wrinkled, scope body damaged, switch button 1 rubber perforated, universal cord kinked/bulge, insufficient angulation, insufficient suction volume. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results of 2cfu/100ml coagulase negative staphylococci conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.